Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, fracture and patella tracking or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. H6: corrected health effect, medical device and investigation clinical codes.

Manufacturer narrative:
Based on additional information received, the following fields were updated: a2, b5, d1, d4, g2, g4, h4, h6. Pending investigation including additional information received. Concomitant devices: (B)(6), 02-010-03-0225 - logic cr femoral cem, left sz 2.5; (B)(6), 02-012-45-2525 - lgc tibial fit tray cem sz 2.5f / 2.5t; (B)(6), 200-02-35 - three peg patella 35mm.

Event description:
Additional information received: pre-op and post-op diagnoses indicated mechanical failure left knee replacement secondary to recall. During revision, it was found that there was grossly delaminated polyethylene with fracturing of the plastic itself particularly medially. Free-floating fragments within the knee joint. A complete synovectomy was performed and sent for culture. The tibial insert was removed and demonstrated substantial delamination and fragmentation of the medial side with essentially pieces missing. There was no metal-on-metal contact nor was there evidence of metallosis within the joint itself. There did not appear to be any gross plastic changes present on the patellar button, but the patella seemed perhaps to be slightly maltracking. A new patellar cut was made, taking up a bit more medial bone and then medialized a smaller patella button to 32mm. The trial button was placed and then placed a trial 9mm insert and checked stability. The knee was perhaps just slightly shy of full extension and a bit tight laterally. Lateral scar tissue was freed up getting a more satisfactory extension endpoint and also a bit more stability to the medial side. There were no complications. The patient was awoken from anesthesia and transferred to the pacu in stable condition. No additional information is available.

Event description:
It was reported via legal documentation that approximately 66 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
The product associated with the reported event is within the scope of recall however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.